Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 50 mg/dl. Reportedly, the contact believes the customer's correction factor settings may need to be adjusted. To treat the low bg level, the customer consumed glucose tablets and crackers. Recommendation was made to consult with health care provider regarding diabetes management.